Event description:
A customer reported difficult activation of commands through the screen during a procedure. The system was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The facility has not requested service. No samples were returned for evaluation, and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).